Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the implantable cardiac monitor migrated slightly out of the original insertion point of the pocket and there was erosion. The device was removed and replaced. No further patient complications have been reported as a result of this event.